Event description:
Customer responded to pt with known cardiac history in cardiac arrest. Patient received 4 shocks and on the 5th the device displayed a fault message. Service representative duplicated the reported condition.